Event description:
Customer reported low blood glucose symptoms with blood glucose result of 19 mg/dl obtained on the compact plus system. Customer self treated, and obtained a blood glucose result of 161 mg/dl within 10 minutes of the original reported value. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.